Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek meter serial number (B)(4) compared to her nurse's coaguchek xs meter. At 10:00 am the result from the meter was 4.0 inr and the customer's warfarin was withheld. At 3:00 pm the result from the nurse's meter was 2.8 inr with a different finger. The customer believed this result was accurate. The customer's physician increased her warfarin dose based on the nurse's meter result. There was no allegation of an adverse event. The patient was "tired". The customer had no antiphospholipid antibodies and no direct thrombin inhibitors. The customer has had no changes in diet and no bleeding. The customer's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294151) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The meter and strips were tested with liquid quality control. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. No product problem was found. Medwatch fields have been updated.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 29415123) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.